Event description:
Physician attempted to insert micropuncture guidewire into patient's left femoral artery when the micropuncture guidewire shredded into two pieces at the tip. As they were removing the micropuncture guidewire, one of the split pieces broke off. Patient was fluoroscoped to verify that a piece of guidewire was still in the femoral artery. Addition surgery required to remove it.